Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the highly calcified, long diffused, left anterior descending (lad) coronary artery serial pre-dilatation with a 2.0 x 15 mm nc balloon were completed and the 3.0 x 48 mm xience xpedition was advanced but failed to cross the lesion; after repeated attempts to cross the proximal shaft at the hub was kinked. The device was removed and a different 3.0 x 48 mm xience xpedition was advanced but after several unsuccessful attempts to cross the lesion the proximal shaft detached and was removed without issue. A different 3.0 x 48 mm xience xpedition was successfully used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.